Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) due to their implantable cardioverter-defibrillator (ICD) firing. The ICD revealed ventricular tachycardia. The patient received a 12 lead electrocardiogram (EKG) that revealed new onset atrial fibrillation. The heart failure team was consulted and suspected given the patient's new onset of atrial fibrillation, the ICD shock may have been inappropriate for atrial fibrillation with rapid ventricular response. The patient may require an atrioventricular (av) node ablation at a later time. The patient was mildly hypervolemic and received IV furosemide (lasix). The patient was started on metoprolol after being seen by electrophysiology.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.